Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. It was stated that insulin pump turned off and it took 1 day for the customer to turn the insulin pump on again. Timing was not less than 8 hours from the low battery alert to the replace battery now alarm. Customer was advised to install new fully charged aa battery and new battery did not resolve the issue. The insulin pump will be returned for analysis.